Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: migration: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "capsular contracture baker grade unknown". Healthcare professional reported later, "capsular contracture baker grade unknown". Healthcare professional confirmed capsular contracture baker grade IV. This record is for the right side. Device has been explanted and replaced.

Event description:
Patient reported "capsular contracture baker grade unknown". Healthcare professional reported later, "capsular contracture baker grade unknown". Healthcare professional confirmed capsular contracture baker grade IV. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.